Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the target lesion length was 11mm. Pre-procedure there was 100% stenosis and post-procedure there was 0% stenosis. Pre-dilation was performed using a non-bsc balloon. A 3x12mm liberte stent was implanted. There was no attempt made for direct stenting. There was an additional procedure for this target lesion; a 3x8mm liberte stent was implanted due to a dissection. The procedure was a technical success. The patient was discharged six days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 75 indefinitely, clopidogrel 75 mg for 12 months, and heparin.